Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that they tried 2 new batteries. Customer reported that display was blank currently. Customer stated that the display was not blank less than 30 seconds and did not return. The device will not be returned for analysis.